Manufacturer narrative:
Tw ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 when the c-ring and jaws are both advanced they are too close. The c-ring is coming out straight through the cannula not slightly bent as it should be. A new device was opened to complete the case. The procedure delay was less than 5 minutes. No harm came to patient. Per photo provided by the complainant, it is observed that the c-ring is touching the jaws of the device. It is observed that the c-ring is coming out of the cannula at a straighter angle than usual. Blood is observed on the device.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--medical device ¿ problem code "1384" removed. The device was returned to the factory for evaluation on 05/29/2024. An investigation was conducted on 06/05/2024. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the harvesting device. The c-ring was observed to be straight out of the cannula. No other visual defects were observed. A visual inspection was conducted. The harvesting device and cannula were returned for evaluation. Signs of clinical use and evidence of blood were observed on both devices. There were no visual defects observed on the intact harvesting device. The c-ring was observed to be intact. The c-ring observed to be straight instead of curved upward. There were no other visual defects observed. Based on the returned condition of the device as well as the photographic evaluation as well as the evaluation results, the reported failure "material deformation; c-ring" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000380314 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure material deformation; c-ring. CAPA 1039601 was initiated to address the reported failure "material deformation; c-ring" and product ¿evh cannula.¿